Event description:
Pt was implanted with three (3) 4.5mm headless compression screws for a talonavicular/medial column fusion of the foot on (B)(6) 2012. Pt complained of pain. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to a non-union. X-rays confirmed one of the screws (02.226.758) broke above the threads in the talus. Surgeon removed all hardware with the exception of the broken screw threads in the talus. Pt was revised with bone graft and 2.7 mm va locking plate construct. Procedure was completed with no problems. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.